Event description:
In 2007, a helex septal occluder was implanted in an attempt to close a shunt from an amplatzer septal occluder. The amplatzer occluder was implanted approximately three years earlier. After implant of the helex device, the patient still had a residual shunt but it was reduced. In 2008, the shunt had not improved and the physician told the gore sales associate that he plans on surgically removing the devices and repairing the defect. As of the following month, the date of this procedure is not yet determined.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The device remains implanted in the patient.